Manufacturer narrative:
Detailed initial reporter and product information was not provided to bsc via the provided medwatch report. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced thrombosis. During a pulsed field ablation (pfa) procedure to treat a cardiac arrhythmia, a boston scientific fardrive sheath was selected for use. After two pfa pulses were delivered in the left superior pulmonary vein, a clot was identified via ice imaging. The physician retracted the transseptal sheath and catheter as a unit into the right atrium, and the clot was no longer visible on the interatrial septum. Upon removal from the body, approximately 1.5 inches of clot was flushed from the sheath. The case was aborted, but no patient symptoms were noted, no medical intervention was required, and the patient remains stable. It is unknown if the device is expected to be returned.